Event description:
During a triple arthrodesis of a foot, two of the three tips of the bone spreader 7mm beak width broke off. Surgeon was able to retrieve one piece but left the second in the pt. The surgeon used another bone spreader to complete the procedure.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing. Device was received and is currently in the evaluation process. No conclusion can be drawn at this time.